Event description:
Medtronic received a report that two axium coils encountered difficult placement. It was reported that the 2-6 coil was advanced but could not be placed in. It was replaced with a 2-4 coil, but the 2-4 coil sill could not be placed in. Then a 1.5 mm prime coil was used instead, and the procedure was completed successfully. The coil was implanted at the intended location. The devices did not jump during deployment and the vessel was not damaged. The tip of the catheter was under stress for the 2-4 coil, but not for the 2-6 coil, and the catheter moved during deployment. The physician rotated the 2-6 coil delivery pusher during the procedure. The aneurysm did not rupture. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. The vessel tortuosity was normal. The patient experienced no adverse reactions related to the event. The causes or contributing factors for the difficult placement and catheter movement could not be determined. The used catheter was an echelon 10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.